Manufacturer narrative:
The insulin pump powered up properly after battery installation. The operating currents are within specifications. No unexpected low battery alarms noted. The low battery alarmed properly. No off no power without low battery indicator anomaly noted. However, the insulin pump was received with cracked case at the display window corners and battery tube thread and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed off no power without a low battery indicator. This was the second occurrence of an off no power without a low battery warning. The customer received a new battery cap about a month ago, but in seconds the battery indicator went from four to zero bars. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.